Event description:
On (B)(4) 2012, the patient contacted animas alleging that the pump was re-booting. The patient reportedly replaced the battery with a new battery and stated that the pump was still powering off. The patient reported that she was using an old battery and had changed out the battery on (B)(6) 2012. The pump's history revealed several low battery warnings and one replace battery warning. The patient said that the screen will sometimes go blank and stated that sometimes she doesn't notice it and was unsure how long it was blank. Customer support (cs) had the patient change out the battery during troubleshooting and the patient stated that the pump was still powering off. The patient also stated that it appeared that there were no new replace or low battery warnings that occurred during the battery change. She denied that there was damage to the battery compartment or battery cap and denied that the yellow o-ring was visible. The pump was reportedly not exposed to water and no corrosion was noted on the battery or in the battery compartment. It was noted that the battery cap had been on the pump for 6 months and was never replaced. Cs advised the patient to change the battery cap every 6 months. The patient reportedly stated that her blood glucose (bg) values were fine. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the intermittent power issue was duplicated during investigation. A review of the pump alarm history verified a replace battery alarm on (B)(4) 2012 at 5:07pm. The pump cover was removed and the solder joint was found to be cracked at the negative battery terminal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.